Manufacturer narrative:
Update - patient status received on october 06, 2016 additional information requested and received. The product was not returned for evaluation. In the absence of the subject device, it is difficult to determine if a product malfunction occurred. A review of the manufacturing records for lots recently sold to the hospital confirmed that the product passed all manufacturing and quality inspections. Applied medical has reviewed the details surrounding the total abdominal hysterectomy procedure and is unable to confirm that a product malfunction occurred. Applied medical will monitor its vigilance systems for trends and take appropriate actions as necessary. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Patient status - shortly after the procedure the patient has been transferred to an academic hospital. This implicates that it is difficult to get all details about what happened with the patient. As far as we are informed, the patient recovered well.

Manufacturer narrative:
No product is being returned for evaluation and no lot # has been provided to manufacturer. A follow up report will be sent once the results have been analyzed. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Total abdominal hysterectomy: "patient had reintervention at day 3 post-operative. During this procedure a small bowel perforation/leakage was noticed. The obgyn who reported this, only mentioned that during the initial procedure a alexis o was evaluated. As per procedure this alexis-usage has been reported in the pre-operative reporting. Patient is a morbid obese patient with co-morbidity and wound-healing issues in the past. Due to the thickness of the abdominal wall-layers and the medical background of the patient, the obgyn decided to use the alexis for retraction and protection over the use of a standard metal orthostatic retractor. 3 days postoperative an increase of the crp was noticed and also excessive abdominal pain and ileus was described. Reintervention was performed. For the surgeon there is no immediate link between alexis and event, just informed us during a standard field-visit, because the alexis is not the standard retractor." Type of intervention: "reintervention." Patient status: "still on intensive care."